Event description:
It was reported that, "surgeon revising pt's hip. Pt complained of pain".

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested, and if received will be provided on a supplemental report.